Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between november 29, 2023 ¿ november 30, 2023. H11: two (2) devices were received for evaluation with fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the samples, and the flow rates were found to be within the product specification range. The devices were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors underinfused during infusion. The two devices did not deflate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.